Event description:
(B)(4). Immediately following the essure procedure, I experienced severe pain & cramping, vaginal bleeding, & pelvic discomfort. Shortly thereafter, I started losing my hair and teeth. Within the first six months, I no longer had a period and experienced severe bloating. I have been diagnosed with depression, chronic pain, fibromyalgia, migraine headaches, lichen sclerosus, weight gain, and moodiness.